Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported event was confirmed by review of visual evaluation of actual device received. Visual examination of returned product identified that the sterile packaging has not been sealed. The device history records were reviewed and no discrepancies were identified. The product likely left zimmer biomet control non-conforming based on evaluation of the returned product. The root cause of the reported conditions can be attributed to a manufacturing defiency. Further corrective action has been initiated to address the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill bit packaging was not sealed properly and was unsterile. Attempts have been made and additional information on the reported event is unavailable.